Manufacturer narrative:
It was reported that a 71-year-old female patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the case, during the waiting period after the ablation, the patient became hypotensive. Transesophageal echocardiography (tee) showed pericardial effusion. Reminder of the procedure was aborted and pericardiocentesis was performed to drain the fluid accumulated in the pericardial space. The patient was stabilized and then transferred to the intensive care unit (ICU) with the drain left in place for closer monitoring. Drain was removed the following day, and patient was discharge one day after (2 days of extended hospitalization). Patient had fully recovered from the issue. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the case, during the waiting period after the ablation, the patient became hypotensive. Transesophageal echocardiography (tee) showed pericardial effusion. Reminder of the procedure was aborted and pericardiocentesis was performed to drain the fluid accumulated in the pericardial space. The patient was stabilized and then transferred to the intensive care unit (ICU) with the drain left in place for closer monitoring. Drain was removed the following day, and patient was discharge one day after (2 days of extended hospitalization). Patient had fully recovered from the issue. The physician said ¿he didn't feel there was a faulty with the equipment used, but he used a deflectable sheath (the vizigo sheath), that he doesn't use by routine, and mentioned that the literature shows a trend for more pericardial effusions when using a deflectable sheath.¿ transseptal puncture was performed with an abbott ¿ brk-1 transseptal needle (ref: (B)(4) ). According to the information provided, the most likely location for the bleeding was the roof, or the transseptal puncture. The force visualization features used included graph, dashboard, vector and visitag, with flashing red alert to 40g. The parameters for stability used with the visitag module were range of 2.5mm ¿ time 3.0 sec, force over time (fot) 25% - 3g. Ablation index (ant ¿ 450, post ¿ 350) was used as coloring option. There was no evidence of steam pop. The recommended flow for stsf catheter was used: 30w and below 8mls, 31w and higher 15mls. No error messages were observed on any bwi equipment. This event is being conservatively reported under the thermocool® smart touch® sf uni-directional navigation catheter since the issue was found after ablation was already been delivered; therefore, the ablation catheter cannot be excluded.